Event description:
According to the report, bioglue was used for false lumen obliteration in a chronic aortic dissection case. After obliterating the false lumen, the aortic wall was held with forceps by the surgeon to allow bioglue to set. However since the native tissue had hardened severely as this was at a chronic stage, bioglue did not adhere and could be peeled off easily. Bioglue was removed and the site was repaired without bioglue.

Manufacturer narrative:
The bioglue lot number was not reported with the complaint details. Additionally, the date of the event is not known; therefore, shipping records could not be reviewed to identify possible lot numbers of the bioglue involved. A representative from the distributor discussed the case in further detail with the surgeon. It appears that the surgeon did not have a complete understanding of the proper application of bioglue. Prior to the availability of bioglue, grf glue was the primary glue in (B)(6). It requires compression of the aortic wall after application to ensure polymerization. The surgeon most likely was used to using grf glue and assumed bioglue should be handled in the same manner. He claimed he was not aware that an appreciable layer of bioglue should remain in the false lumen in order for adhesion to occur. Therefore, he compressed the aortic wall after applying bioglue. It was not noted whether the hardening of the native tissue was due to calcification or fibrosis. If it was due to calcification, the bioglue would likely not adhere to the calcification since there is no protein content. If it was due to fibrosis, the non-adherence may have been caused by compression of the dissected layers that effectively "squeezed out" the bioglue that was applied. Furthermore, the distributor indicated that it is possible that lack of priming and incomplete removal of thrombus and other debris from the false lumen may have contributed to the reported event. With the available information, it appears that the reported event was most likely due to improper application of bioglue during repair of an aortic dissection. The bioglue instructions for use (IFU) recommends that a 2 mm thick layer of bioglue be used between the dissected layers. Additionally, the IFU explicitly states that the area of bioglue application should not be compressed. The representative conducted a wet lab with the surgeon to demonstrate proper application technique.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.